Event description:
A customer reported a loss of dash combo telemetry monitoring. There was no back up monitoring available for one of the cic's (central station) capable of monitoring 16 pts. There were no reports of death or injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.